Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was between 400 mg/dl and 500 mg/dl but their actual blood glucose was only in the 300 mg/dl range. The customer stated that the day prior to the phone call their blood glucose was under 200 mg/dl, after starting the sensor. They stated that their blood glucose had been in the range of 300 mg/dl to 400 mg/dl. The customer declined troubleshooting because they wanted to return the sensors and stop the usage altogether. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.